Manufacturer narrative:
Eval in progress, but not concluded.

Event description:
The user reported the speed control knob was too "loose" suggesting that the speed of the pump could be changed by accidentally brushing against the knob. Pump speed could be controlled by use of the redundant speed control on the central control module. There was no reported adverse consequence to a pt as a result of this event.